Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh and the advantage fit system were implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that mesh was implanted due to enterocele, cystocele and rectocele. It was reported that following insertion patient experienced pain, infection, recurrence, bleeding, vaginal scarring and urinary/ bowel problems. It was reported that patient underwent mesh removal in (B)(6) 2011 due to recurrent pelvic organ prolapse. No additional information was provided. (B)(4).

Manufacturer narrative:
It was reported that the patient underwent percutaneous drainage of pelvic abscess on (B)(6) 2009.

Manufacturer narrative:
It was reported that following insertion patient experienced urinary tract infection.

Manufacturer narrative:
It was reported that patient underwent exploratory laparotomy with extensive lysis of adhesions, removal of pelvic mesh and abdominal incisional mesh, left central venous line on (B)(6) 2011 due to chronic partial small bowel obstruction and chronic abdominal pain. (B)(4).